Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR no. 3013394970-2019-00005 for the second device, MDR no. 3013394970-2019-00006 for the third device, MDR 3013394970-2019-00007 for the fourth device, and MDR 3013394970-2019-00008 for the fifth device reported that was used on the same patient.

Event description:
The user facility reported that a 6fr angio-seal device sheath and dilator would not click together. When they tried to insert the sheath and dilator into the patient the dilator kept coming out of sheath. The lab ended up holding manual compression after going through an entire box of devices. The patient experienced a hematoma post procedure. The hematoma was maintained before discharge. This procedure was a peripheral case. The estimated blood loss was less than 250cc. Hemostasis was achieved by manual compression. The patient was stable. There were no other devices or equipment used with the angio-seal device. Additional information received on january 4, 2019: a 6fr procedure sheath was used for this procedure. An angiogram was performed. The issue was with the insertion because the sheath and dilator would not stay together. They could not get it inserted into the patient. It was reported that they never got to the deployment step and that the withdraw was fine.